Manufacturer narrative:
The pt remains on lvad support with the replacement pump and no further issues have been reported. The MFR is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 9 months post-implant, it was reported that the pt was readmitted into the hospital to treat the pt's hemolysis. A transesophageal echocardiogram (tee) was performed and indicated that the direction of the inflow conduit was toward the posterior wall of the left ventricle. The pump speed was reduced and the hemolysis improved; therefore, the pt was discharged. On (B)(6) 2013, the pt was once again readmitted due to hemolysis and the pump parameters were reported to be normal. An echocardiogram was performed and the inflow conduit was in the same position that was previously discovered. A brain natriuretic peptide (bnp) test was performed and indicated an increase in value. The pump speed was reduced; however, it was reported that the pt still had signs of hemolysis, but was stable. On (B)(6) 2013, the pt had pulmonary edema and increased pump power. A coronarography was performed and the pt had low back flow and his inr was around 4. The hospital team decided to disconnect the pump to avoid alarms and the pt was started on dobutamine. It was reported that two days later, the pt had pneumonia, staphylococcus aureus and sepsis. The pt will undergo a pump exchange; however, the infection will need to be resolved before the pump exchange will be done. The pt was on extracorporeal membrane oxygenation (ECMO). Add'l info rec'd on (B)(4) 2013 indicated that the pump exchange was performed.